Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on ICD itself. The ICD was received and analyzed. The memory content of the ICD was inspected. The low values of the pacing impedance mentioned in the complaint description were confirmed. However, there was no indication of an ICD malfunction. Analysis showed a normal ICD function while implanted and in service. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The manufacturing process for the ICD and the lead was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the lead was not available for analysis. The ICD proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of an ICD malfunction.

Event description:
After an implantation period of approx. 66 months, it was reported that two measurements of the impedance show too low values. The lead was capped. Based on analysis results of the ICD it was decided to open the complaint for the lead and report this event.